Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of dust and dirt contamination. In addition, the blower assembly, blower bellows, blower mounts, tubing-fio2, tubing-system board, tubing-blower chassis, tubing-low flow oxygen, and muffler assembly will need replaced due to contamination.